Manufacturer narrative:
Device was initially received for the complaint that the device cannot start without a latched and lock cassette. During investigation found the downstream occlusion seal was delaminated and the upstream occlusion seal was buckled. This malfunction makes the event reportable. Review of event log/alarm history found that no error codes found. There was no 12-month service history reported. The visual and functional testing was performed. The complaint could not be confirmed during pci ¿latch lock test¿, found that the latch lock sensors functioned correctly. Replaced the lens, lens seal, keypad overlay and the occlusion seals. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the device cannot start without a latched and lock cassette. During investigation found the downstream occlusion seal was delaminated and the upstream occlusion seal was buckled. This malfunction makes the event reportable. There were no patient involvement and the product fault occurred during testing.